Event description:
No injury occurred, a stent was being placed and it did not disengage from the placement device appropriately. A piece of the disengagement device broke off and had to be retrieved by the surgeon. Diagnosis or reason for use: bilateral cfa endarterectomy and profundaplasty right cia an.